Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: a physician reported that one of his patients experienced diabetic ketoacidosis while using an induo insulin doser. The physician stated that the patient removed the penfill insulin cartridge (formulation unknown) from the device to show it to somebody. The patient did not know that they had to prime the doser again after removing the insulin cartridge. After returning the cartridge to the device the patient did not receive any insulin with their injections. Comment: the device was not handled according to instructions. No additional details are available. Further information has been requested.